Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During performance testing the handpiece was connected several times and the bias current error was not duplicated. Upon disassembly, it was observed that the motor flex was cracking. The motor and potted trigger assembly were replaced and preventative maintenance was performed on the device.